Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces. (B)(4).